Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke, bleeding and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient sustained a fall at home in the morning on (B)(6) 2019. The patient was having a conversation on the phone and became aphasic. A computed tomography scan revealed a large acute right sided intraparenchymal hemorrhage (iph) with shift. The patient was intubated and sedated. A neurosurgery was urgently called to bedside surgical intervention. Anticoagulation reversed for surgical intervention. The patient underwent hemicraniotomy and remained intubated afterwards. The pump was turned off on (B)(6) 2019 and the patient passed away on (B)(6) 2019 due to hypoxic respiratory failure and encephalopathy. The device was not explanted as the family declined autopsy. No further detail was provided.